Manufacturer narrative:
The device was sent to our technical center so an evaluation could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. A visual inspection was carried out and no damage was observed. The reported complaint was confirmed after further technical evaluation revealed the unit had a defective battery. A review of the associated manufacturing assembly records did not identify any issue at the point of manufacture, which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. Following the evaluation, the unit was sent to our service and repair center to await further instructions on the repair status/fate of the device.

Event description:
It was reported that after two weeks of being used, it was found that the machine cannot be charged and because of this, the device cannot be used due to low battery condition. The user tried to charged the pump with another renasys power cord and power supply, but the battery still hasn¿t filled. There is not patient harm reported. A back up device was available.